Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a scheduled upgrade procedure, upon device interrogation, the right atrial lead exhibited low pacing impedance, low sensing. The lead was capped and replaced successfully. The patient experienced no adverse effects and was in stable condition. The new lead was functioning normally upon interrogation one day post procedure.